Event description:
It was further clarified that the patient did complain of increased pain. The physician opened the pocket after a dye study provided no evidence there was an issue with the catheter. The device system delivered morphine, not clonidine and not baclofen. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that the physician had concern of the ascenda¿s potential to kink. The physician had opened the pump pocket and found the pump had flipped. The pump segment was observed as twisted. There was a kink noted in the proximal segment. The pump segment and part of the spinal segment were removed and replaced and the existing pump was re-implanted. Diagnostic testing/troubleshooting was reported as an x-ray and ¿during surgery.¿ the issue was reported as resolved and the cause of the issue was reported as a confirmed flipped pump. Reportedly, there were no patient symptoms or complications associated with this event. At the time of the report the patient's status was reported as alive-no injury. This device system delivered morphine. However, information was also provided that noted baclofen and clonidine. After the replacement the patient was reported to be receiving morphine therapy at 1 milligram per day. Additional information was requested to clarify the system delivered medication/s and event details. No further information was received at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), partially explanted: (B)(6) 2014, product type: catheter. (B)(4).